Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A field service engineer replaced the keyboard and tightened the barcode scanner arm. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system keyboard was not working. The customer stated that they were able to get medications from another station and there was no prolonged delay in patient workflow. There were no adverse events or injuries reported based on this event.